Event description:
Patient presented to the physician with wound dehiscence at the chest incision, and the ipg was exposed. Physician brought the patient into the or, irrigated the ipg pocket with antibiotic solution, replaced the anchors, re-sutured, and closed. After the procedure was completed, the physician prescribed antibiotics. Patient presented back to the physician with improvement.